Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was atrial loss of capture. The generator was repositioned and the generator remains in use. No patient complications have been reported as a result of this event. The patient is part of the surescan post approval study.